Event description:
The event is reported as: complaint alleges: the complainant observed that several of the elastic portions of the dermahook are significantly degraded prior to the packages being opened. No pt injury reported.

Manufacturer narrative:
Per device history record (DHR) investigation did not show issues related to this complaint. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The MFR will continue to monitor and trend relating complaints.